Event description:
It was reported that approximately 49 days following the implant of the transcatheter bioprosthetic aortic valve a peripheral vascaular laboratory (pvl) test identified a pseudoaneurysm in the proximal left superficial femoral artery. The pseudoaneurysm was not rapidly expanding. A vascular consult was conducted. The patient returned 4 days later and a duplex-directed thrombin injection was performed. Approximately 7 days later the pseudoaneurysm resolved. The physician indicate the event was related to the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 49 days following the implant of the transcatheter bioprosthetic aortic valve a peripheral vascular laboratory test identified a pseudoaneurysm in the proximal left superficial femoral artery. The pseudoaneurysm was not rapidly expanding. A vascular consult was conducted. The patient returned 4 days later and a duplex-directed thrombin injection was performed. Approximately 7 days later the pseudoaneurysm resolved. The physician indicate the event was related to the implant procedure. Additional information was received to clarify the pseudoaneurysm was diagnosed approximately three weeks after the transcatheter aortic valve replacement (tavr) procedure. The patient did not have a history of peripheral vascular issues or disease. The femoral access for delivery catheter system (dcs) insertion was achieved by the right femoral artery and the pseudoaneurysm was located at the left femoral artery. The left femoral artery was accessed during the tavr procedure; however, specific devices inserted at this access were not reported and the exact cause not stated. Per the physician, the pseudoaneurysm was diagnosed due to extensive ecchymosis and soreness. It was clarified the medtronic dcs did not cause the pseudoaneurysm. Note: information reported the minimum diameter of the access vessel was 8.3mm; however, it was not clarified which access vessel this referred to.

Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device in this report malfunctioned. The pseudoaneurysm presented in an access vessel not used by the medtronic device. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b3. Date of event b5. A second paragraph was added. H6. Additional codes. Corrected data: e. Initial reporter email address was available at the time the initial medwatch was submitted but was inadvertently omitted from the report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.